Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The condition for a flogard infusion pump with a false occlusion alarm was found in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition.

Event description:
During a review of the pump's event history by baxter personnel, a flo-gard infusion pump was found to have experienced f3 two times on the reported occurence date. During device evaluation, the upper hinge stop and lower hinge stop were found broken on the door of this device, indicating that these occurrences of f3 represent false occlusion alarms. There was no patient involvement. No additional information is available.